Manufacturer narrative:
It was reported that a patient underwent placement of a trapease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to post-implant pulmonary embolism (pe). According to the information received in the patient profile from (ppf), the patient had blood clots, clotting and occlusion of the inferior vena cava (ivc). The patient also reports to have experienced mental anguish and severe pain. According to the information received in the patient profile short form, the patient reported tilt of the device and perforation of the ivc. The indication for the filter implant was epistaxis and melena stools while the patient was on coumadin for pe. During the implantation procedure, the filter was deployed below the renal veins under fluoroscopy. The patient tolerated the procedure well. Approximately two years post implant the patient experienced a pe. There is currently no additional information available for review. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Vessel perforation is a known adverse event associated with implanting vena cava filters and is listed as such in the instructions for use (IFU). The IFU also notes vessel damage such as intimal tears and perforation as procedural complications related to ivc filters. The timing and mechanism of the tilt and perforation has not been reported at this time and a clinical conclusion could not be determined as to the cause of the event. It is unknown if the tilt contributed to the reported perforation. Without the procedural films or post-placement imaging and the limited information provided, the report of tilt and perforation of the ivc could not be confirmed, nor can a conclusion about a relationship between the reported events and the filter be drawn. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousity. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Recurrent pulmonary embolism is a known potential complication of filter implantation and is listed in the instructions for use (IFU) as such. Blood clots, clotting, and device occlusion related to clotting do not indicate a device malfunction. Rather, patient and pharmacological factors may have contributed to these events. Anxiety and pain do not represent a device malfunction and may be related to underlying patient specific issues. Given the limited information currently available for review, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly. After further review of additional information received the following sections have been updated accordingly.

Manufacturer narrative:
According to the information received in the patient profile short form, the patient reported tilt of the device and perforation of the inferior vena cava (ivc). Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
The following additional information received per the medical records indicate that the patient¿s pre-operative diagnosis was epistaxis and melena stools while the patient was on coumadin for pe. During the implantation procedure, the filter was deployed below the renal veins under fluoroscopy. The patient tolerated the procedure well. According to the information received in the patient profile from (ppf), the patient had blood clots, clotting and occlusion of the inferior vena cava (ivc). The patient also reports to be suffering from mental anguish and severe pain. As reported by the legal brief, the patient underwent placement of a trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to post-implant pulmonary embolism (pe). The information received also indicated that the patient has blood clots, clotting and occlusion of the inferior vena cava (ivc) and is reported to be experiencing mental anguish and severe pain. The indication for the device implant was the presence of epistaxis and melena stools while on coumadin for a pe. The filter was implanted via the right femoral system and deployed below the level of the renal veins. The records indicate that the patient tolerated the procedure well. The information provided indicates that the patient experienced a pe approximately two years post filter implant, the medical records surrounding that event have not been provided. There is currently no additional information available. The product was not returned for analysis. A review of the device history record (DHR) associated with lot 15920572 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported event. The trapease is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Following this period of time, and as early as 12 days, there is potential for endothelialization (growth of endothelial cells within the inner wall of the vessel) around the filter struts. Usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Pulmonary embolism and filter occlusion are known long term complications associated with filter implant and are listed as such in the instructions for use (IFU). Clotting, deep vein thrombosis, pulmonary emboli and device occlusion related to clotting do not indicate a device malfunction. Rather, patient and pharmacological factors may have contributed to these events. Without the procedural films and post-implant imaging available for review, the reported events and a device malfunction could not be confirmed. Anxiety and pain do not represent a device malfunction and may be related to underlying patient specific issues. With the limited information provided it is not possible to establish a relationship between the reported events and the device. There is nothing in the reported information to suggest that there is a design or manufacturing related issue, as such no corrective action will be taken.

Manufacturer narrative:
Complaint conclusion: as reported, the patient underwent placement of a trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient. Including, but not limited to post-implant pulmonary embolism. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries, damages and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain, suffering and other damages. The device was not returned for analysis. A device history record (DHR) review could not be conducted as the sterile lot number was not provided. The trapease inferior vena cava (ivc) filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Recurrent pulmonary embolism is a known potential complication of filter implantation and is listed in the instructions for use (IFU) as such. There are possible patient and pharmacological factors that may have contributed to the reported event. Based on the minimal information provided, it is not possible to draw a clinical conclusion or determine a root cause for the reported events. Given the limited information available for review at this time, there is nothing to suggest that the reported event is related to the design and manufacturing process of the device; therefore no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal department, the plaintiff underwent placement of a trapease vena cava filter on or about (B)(6) 2013. The filter subsequently malfunctioned and caused injury and damages to the patient. Including, but not limited to post-implant pulmonary embolism. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries, damages and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain, suffering and other damages.